Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was suspected of exhibiting intermittent left ventricular (lv) lead loss of capture. Technical services (ts) was consulted and recommended in clinic testing. This crt_d system remains in service. No adverse patient effects were reported.